Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter extraction difficulty occurred. A 7/110/2.5/8-8 blazer ii xp was selected for use. It was noted that the device was difficult to extract. It was further noted that the catheter was kinked. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis observed two kinks at the distal section at 28mm and 80mm from the tip while in the neutral position. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter extraction difficulty occurred. A 7/110/2.5/8-8 blazer&#10249;I xp was selected for use. It was noted that the device was difficult to extract. It was further noted that the catheter was kinked. No patient complications were reported.